Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure, it was observed that the device cut after firing but the integrity of the cutline was questionable. The cutline and staple formation appeared to not deliver the expected result as in previous surgeries. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 01/03/25. D4: batch #unk. B3: only event year known: 2024. Additional information was requested, and the following was obtained: did the device deliver any staples? Unknown. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? Unknown. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? If there was a different issue, please specify. The cutline and staple formation appeared to not deliver the expected result as in previous surgeries a manufacturing record evaluation was performed for the finished device lot/batch number, c9e52e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch #139d59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. The event described of malformed staples and cutting issue could not be confirmed as the device performed as intended and the staple line and cut line were complete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d59, and no non-conformances were identified.